Manufacturer narrative:
UDI#: provided, initial reporter corrected, health professional - no checked, non healthcare professional, follow up #1, additional information checked, manufacture date provided.

Manufacturer narrative:
Type 2 diabetic on vgo 30 reported that she has been experiencing high bg readings in the 500 went to her hcp on (B)(6) 2018 and was sent to the emergency room for a bg in the 600 range. Patient. Told the ae assessor she was given additional insulin in the ER and then released to home. Patient does have this vgo available and was asked to send it back to allow for technical review. Patient states she changes her vgo every 24 hours and the insulin in the vgo device decreases over the 24 hours she wears one vgo. Patient. Boluses 4 clicks per meal. Pre-vgo the patient was on humalog 75/25 but could not provide the dosage to the ae assessor. Pre-vgo bg range reported as in the 300s. While on the vgo the patient bg has consistently been in the 400 to 600 range. Patient. Reports being very tired and having difficulty concentrating with the hyperglycemia. Hcp started the pt. On basaglar 10 units nightly on (B)(6) 2018 and the patient bg today has been in the high 200/low 300 range. The patient indicates the vgo devices appeared to have been delivering insulin. Patient. Reported the insulin decreased in the vgo viewing window. There is no allegation of device malfunction. The device has not been received for evaluation. Root cause cannot be determined with the information provided; however, it is likely that the patient. Requires more medication for diabetes mgmt. Than one vgo 30 device can provide.

Event description:
Type 2 diabetic on vgo 30 reported that she has been experiencing high bg readings in the 500 went to her hcp on (B)(6) 2018 and was sent to the emergency room for a bg in the 600 range. Patient. Told the ae assessor she was given additional insulin in the ER and then released to home. Patient does have this vgo available and was asked to send it back to allow for technical review. Patient states she changes her vgo every 24 hours and the insulin in the vgo device decreases over the 24 hours she wears one vgo. Patient. Boluses 4 clicks per meal. Pre-vgo the patient was on humalog 75/25 but could not provide the dosage to the ae assessor. Pre-vgo bg range reported as in the 300s. While on the vgo the patient bg has consistently been in the 400 to 600 range. Patient. Reports being very tired and having difficulty concentrating with the hyperglycemia. Hcp started the pt. On basaglar 10 units nightly on (B)(6) 2018 and the patient bg today has been in the high 200/low 300 range. The patient indicates the vgo devices appeared to have been delivering insulin. Patient. Reported the insulin decreased in the vgo viewing window as intended..